Manufacturer narrative:
Type of reportable event: dislodgement with no known intervention. The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm rec'd info that his lead was displaying atrial loss of capture and a dislodgement was suspected. Also, during the implant procedure, the physician had difficulty placing the stylet down the lumen of the lead. The stylet seemed to be getting caught along the way, but the physician was finally able to advance the stylet down the lead for placement. The rep was unsure if the physician was going to revise the lead or not at the time. No adverse pt effects were reported. As of today, no additional info is available. Should add'l info become available this report will be updated. Date of implant was not provided.